Event description:
The original stenting procedure was in 2005 to treat a common/internal carotid bifurcation and was without incident. However, during a routine patient follow-up, the ultrasound showed increased velocity through the stent, with a 70% stenosis. A CT angiogram was performed about 4 months later, which showed that the stent appeared fractured. There is a restenosis at the same level. Although no additional intervention has been performed at this time, this is being conservatively filed as it has been confirmed that another procedure is planned to re-stent the area. No additional information was available.

Event description:
Pateint had acculink stent placed in left internal carotid which after several months broke and now needs to be restented. Device usage problem. Device malfunction - that is ; the device did not do what it was supposed to do. CT angio showed what appears to be several focal defects in the wall of the stent. It is difficult to say if this is a stent fracture of soft plaque protruding through the wall of the stent.